Manufacturer narrative:
Device remains implanted. No evaluation of the device will be performed. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The surgeon reports via the sales rep that an implanted metatarsal compression plate has broken. The customer reported that it looks like the plate is fusing and that the patient is pain free. The customer reports that a further x-ray will be taken in 6 weeks.

Manufacturer narrative:
Evaluation summary: the reported incident could be confirmed, since the provided x-rays show a broken plate, however the fusion occurred, the breakage is asymptomatic.. The customer informed us the device will not be returned and the lot number is not available. Please note that the current IFU reads: precautions for use: it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [...] Factors capable of compromising implantation success. ¿ bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. ¿ excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
The surgeon reports via the sales rep that an implanted metatarsal compression plate has broken. The customer reported that it looks like the plate is fusing and that the patient is pain free. The customer reports that a further x-ray will be taken in 6 weeks.